Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: a review of the black box showed one reboot. No damage was found to the battery cap. The battery cap was able to attach securely to the pump. The pump was run for 24 hours and no power issues occurred. The battery cap contact measurements were within specifications. Unrelated to the original complaint the battery compartment was cracked alongside the pump. Additionally, moisture corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no further evidence of moisture.